Event description:
It was reported by service report that the bumper strips are missing and there are sharp edges exposed. It is unknown if there was patient involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: bumper channel.